Event description:
Same case as MFR#: 2134265-2011-05057 and 2134265-2011-05056. Reportable based on analysis completed on 24oct2011. It was reported that during a percutaneous aortic valve installation procedure, a guide wire issue occurred. The target lesion was located in the aortic artery. An unknown catheter failed to progress on the 035/260/3mm amplatz jtip guide wire. The device was removed from the patient and when the operator moved their finger along the guide wire, "they felt asperities on the guide." They changed the guide wire two times. The procedure was completed with another amplatz guide wire. No patient complications were reported and the patient's status is fine. However, three guide wires were returned and device analysis revealed kinks and peeled coating on the amplatz guide wires.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination was performed and presented several coat scraped sections. The device presented teflon coating scraped 16cm from the distal end (the length of section scraped is about of 2cm), 52cm from the distal end (the length of section scraped is about 2cm), 74cn from the distal end (the length of section scraped is about 1cm) and also at 84cm from the distal end (the length of section scraped is about of 1cm). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).